Event description:
Reportedly, the subject device reached elective replacement indicator (eri) after 5 years and 4 months of implantation even there were no high outputs programmed (atrial: 2,5v@0,35ms - ventricular:2,5v@0,35ms). The device was explanted and will be returned for analysis.

Event description:
Reportedly, the subject device reached elective replacement indicator (eri) after 5 years and 4 months of implantation even there were no high outputs programmed (atrial: 2,5v@0,35ms - ventricular:2,5v@0,35ms). The device was explanted and will be returned for analysis.